Event description:
A patient report experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 109 mg/dl vs. 88 lab. Tests were done within 10 minutes with a difference of 21%. Patient did not experience any advese events. No further information has been reported.